Event description:
It was reported that the patient felt stimulation from the implantable neurostimulator (ins) in the wrong location. He hasn't felt stimulation in the appropriate therapeutic target area since implant; however, he did during the test stimulation. The patient reported only feeling stimulation at the neurostimulator pocket site even after all four programs were tried by the clinician. A short was detected while reviewing the patient's impedance measurements. Reprogramming was done so the patient could feel it as necessary for therapy. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID 3093-28, lot# v870676, implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
(B)(4): product ID 3093-28, lot# va02dme, implanted: 2012-(B)(6), product type lead.

Event description:
Additional information received reported that the patient's initial lead was removed and replaced. No patient outcome was provided yet at the time of this report.